Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with a note that stated, "stopping without alarming." No tracking info was provided; therefore, no specific pt info, pump programming, or event details were provided. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.